Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is the current patient status? How was the bleeding detected? How was the bleeding treated? How long post-op did event occur? What color cartridges were used throughout the procedure? How many firing were used to create the common channel? Were there any issues with staple formation in the initial procedure? Was the bleeding intraluminal or extraluminal? Surgeon assessment was that the tissue was very thick and because they had used blue cartridge that can one of the reason of not getting good hemostasis. There was bleeding at the site of stapling, ultimately the anastomotic site did not result in favour. Post op there was a bleeding from the patient mouth and to ensure the patient safety they had re-operated the patient in the evening only. This time they had performed the anastomotic site with the hands on suturing. Now the patient had recovered and he is safe, in future if there any doubt about the homeostasis for thick tissue they will first use the thickest cartridges and at the same time they also over sue the anastomotic site.

Event description:
It was reported that after a gastro-jejunostomy procedure, the stapler was used with the blue cartridge. After firing the stapler, there was no bleeding. But after six hours of post operation, it was found bleeding at the stapler site. The patient was re-operated in the late evening and he is recovered now. One device was discarded.